Manufacturer narrative:
(B)(4). Date sent: 7/10/2025. D4: batch # 712c43. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Please refer to the instructions for use for more information. The returned device, the returned reload and a test reload were tested for functionality in the straight position by resetting the returned reload and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples meet the staple form release criteria. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 712c43, and no non-conformances were identified. Additional information was requested and the following was obtained: device fired and deployed staples but when surgeon removed the scrub nurse realized all the staples had formed but where still on the reload. He opened another device and when the specimen was removed, he thinks the device cut but staples remained on the reload. We were performing a wedge resection, and while using the stapler to complete the final part of the resection, we noticed that the knife cut through the lung tissue, but the staples did not fully deploy into the lung. Instead, they remained in the cartridge, that was the echelon 3000 stapler. We addressed this by using another reload to complete the wedge resection successfully, and the tissue was sent to the lab, confirming it was cancerous. I did include the black reload in the box when packed up the complaint. Was there tissue within the jaws of the instrument throughout the entire length of the 60mm cartridge? Yes, from what I could see however visualization was limited. Was there tissue within the jaws of the device in the area where the fully formed staples were seen after firing? Unable to confirm post fire. Was there any movement of tissue observed during the firing sequence? Unable to confirm limited visualiztion. Is there evidence in the specimen that the fully formed staples seen on the cartridge may have ripped through friable tissue? Potential. What were the indications for the procedure? Wedge. Was the targeted tissue potentially thin and friable? Potential. We then proceeded with a left upper lobectomy using a vats approach. When we attempted to divide the pulmonary artery with the stapler, it made a sound at the beginning and then stopped and locked without completing the cut. We were unsure if the staples had deployed or if the knife had cut through the artery, so we consulted with the representative. Ultimately, to ensure the patient¿s safety, we converted to a thoracotomy, isolated the main pulmonary artery, and carefully opened the stapler. Thankfully, the artery was intact, and we completed the procedure without further issues. Was the powered reverse button used prior to the decision to convert to thoracotomy? No, surgeon did not want to do anything untill he had control and access with good visualiztaion. Was the manual return mechanism attempted? If so, how many back-and-forth ratchets of the lever were attempted? No. Did the surgeon attempt to open the jaws by first squeezing the closing trigger, and then simultaneously pushing the anvil release button prior to the decision to convert to thoracotomy? He did not want to risk opening. Did the surgeon make provisions for proximal and distal control on the vessel prior to attempting to open the device as directed in the IFU and field safety notification? Yes, that why he choose to convert. Has this customer received the field safety notification? Yes. Who specifically (name and title) received the field safety notification? Will provide at later date. Has this customer confirmed receipt of the field safety notification and returned the business reply form? ¿ please provide supporting documentation. What additional steps were taken by the local representative to ensure all users of the pvs device were properly informed of the information provided in the field safety notification? Audit and training. Was the user of this device properly informed of the field safety notification prior to this surgical procedure? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy, the device lockout while on pa. Surgeon converted to open for a better view before reversing the knife blade to have better access and control, as he could not determine if device had cut and or stapled. Sales rep was called in after he attempted to fire and followed guidelines on lockout procedure. Surgeon was concerned of potential risk if it has started to cut. Device had not cut or stapled, and knife did reverse back and open. He then used a different device.